Event description:
It was reported that the customer went to the emergency room with blood glucose of 142 mg/dl. Nurse stated that the customer's insulin pump had a blank screen, and is not doing anything. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.